Manufacturer narrative:
Correction: manufacturing report 2938836-2017-21322 should not have been report as a medical device report as additional information indicated that the lead was not manufactured by st. Jude medical.

Event description:
It was reported that the patient received multiple inappropriate shocks due to lead fracture. The patient was stable during and after the event. No further information is available at this time.

Event description:
Additional information received indicated that the lead was explanted and replaced on 02/17/2017.